Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex with no original packaging or other devices. The balloon was tightly folded. The hypotube was fractured 24.5 cm proximal of the guidewire exit notch. The fracture faces were oval shaped, as if kinked prior to separation. There were multiple kinks. The distal tip was damaged. Inspection of the remainder of the device and stent presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that a shaft break occurred. The 15mm x 2.50mm nc quantum apex balloon catheter was advanced to the target lesion however the shaft of the device was broken. The entire system was removed and the procedure was completed with another of the same device. No patient complications were reported.